Event description:
The physician was using a resolute integrity drug eluting stent to treat the distal intra ventricular artery. The lesion exhibited 70-90% stenosis and calcification. The lesion was first pre-dilated and less than 50% stenosis remained after pre-dilation. The resolute integrity was removed from the packaging as per the IFU, inspected and prepped with no issues noted. During the procedure resistance was encountered advancing the device across the lesion and stent deformation occurred. The device was removed and the lesion was treated with an non medtronic stent. No patient complications or clinical sequelae reported. Evaluation summary : the stent had moved distally on the balloon due to the stretching and bunching of the stent. The stent was severely deformed with raised with stretched and bunched struts along its length. There was evidence of crimp impressions along the proximal section of the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent deformation). Deformation problem - (stent). Patient¿s condition affected effectiveness of device - (lesion morphology - stenosis and calcification). Evaluation conclusion: inherent risk of procedure -(stent deformation). Device failure related to patient condition - (lesion morphology - stenosis and calcification). (B)(4).